Event description:
It was reported that during a heavily tortuous, 90% stenosed, mildly calcified distal right coronary artery stenting procedure, a balance middle weight (bmw) guide wire was unable to advance into the posterior descending artery and became stuck about 1 cm from its intended site. Several non-abbott devices were unsuccessful in assisting the removal of the wire. Finally, a balloon catheter was placed in the target lesion, inflated and used as support. Another wire was placed in the atrioventricular artery. The bmw was pulled with force and was able to be removed. The lesion was then successfully stented. There were no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products : guide wire: runthrough, guide catheter: finecross. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and entrapment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight elite guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque if the tip is not maneuverable, or it becomes entrapped within the vasculature and this device meets resistance. Based on the reviewed information, no product deficiency was identified.